Manufacturer narrative:
This is a report of a use error where the patient¿s cat entered their room and bit the patient line causing it to leak resulting in a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the last fill. The patient was connected at the time of the alarm. The patient stated that their cat entered their room and bit the patient line. The patient line then began to leak and the homechouice displayed a system error 2240. The technical service representative assisted the patient in clearing the alarm and removing the supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.